Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the physician was unable to install this right ventricular (rv) lead correctly. Further, this right ventricular rv lead was explanted. Attempt to obtain additional pertinent information was unsuccessful. No additional adverse patient effects were reported.